Manufacturer narrative:
Submit date: 4/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a salem sump tube. The customer states that the patient was found to have retained a portion of a 10 fr. Salem sump in her stomach. The retained portion measured about 15cm. The staff is unaware of how or when the tube was broken or cut. The cut end of the tube does appear to be cleanly severed. Based on imaging, it appears that the tube must have been broken between 0022 and 0600. The retained salem sump portion is visible first at 0600 via chest x-ray. The retained salem sump was retrieved by a flexible endoscope with no complications. The patient did not experience any complications or infections.

Manufacturer narrative:
Submit date: 10/28/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The production personnel were notified about the reported issue. A quality alert was posted in the production line. The process is running according to product specifications meeting quality acceptance criteria. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.